Manufacturer narrative:
The reported issue was unconfirmed. The root cause could not be determined, as the reported issue could not be reproduced. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad with original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The reported issue could not be evaluated through a visual evaluation alone, so a functional evaluation was performed. The pad was tested using tm0301222 rev 2. A total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 37%, inlet pressure was -6.9 psi. According to the tm0301222 rev 2, the flow rate was found to be acceptable for the returned pad. (Acceptable range >/= 1 l/min). Additionally, during functional testing no water leaks could be reproduced. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated the flow rate (fr) on the arctic sun device was 0.7lpm. Their understanding was that the flow rate (fr) should be at least 1lpm. Confirmed that was accurate and explained relationship between heater capacity and flow rate (fr). They went into the room to troubleshoot, but it was very difficult, as the bedside nurse continually spoke over them and the charge seemed confused trying to listen to both of them at the same time. They were able to confirm system hours 3370, pump hours 635, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique, and flow rate (fr) was dropped to 0.2lpm. They noted they have had some issues with leaking pads. Lot number of pads ngjvy602. Tried to walk through stopping and draining this pad and connecting a new one prior to placing on the baby, but it was unclear if they understood at the other nurse was speaking as well. Advised they could contact again if changing the pad did not resolve the issue and for them to hold onto the pad for investigation. Per follow up information received via phone on 17mar2025, spoke with charge nurse, who confirmed pads were exchanged and therapy completed. No further issue. Supplies manager had returned pads to bd already.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated the flow rate (fr) on the arctic sun device was 0.7lpm. Their understanding was that the flow rate (fr) should be at least 1lpm. Confirmed that was accurate and explained relationship between heater capacity and flow rate (fr). They went into the room to troubleshoot, but it was very difficult, as the bedside nurse continually spoke over them and the charge seemed confused trying to listen to both of them at the same time. They were able to confirm system hours 3370, pump hours 635, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique, and flow rate (fr) was dropped to 0.2lpm. They noted they have had some issues with leaking pads. Lot number of pads ngjvy602. Tried to walk through stopping and draining this pad and connecting a new one prior to placing on the baby, but it was unclear if they understood at the other nurse was speaking as well. Advised they could contact again if changing the pad did not resolve the issue and for them to hold onto the pad for investigation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Current manufacturing controls in place to prevent this failure include: inherent safety by design - the system is designed to move fluid by negative pressure. Therefore, in the event of a pad leak, air is pulled into the pad rather than fluid leaking out. Inherent by design ¿ mechanical bond strength film to foam. The pads are a closed system and are used at an elevation higher than the controller reservoir. Information for safety- the IFU states to change the pad if a significant leak exists. Design v&v - the pads are designed to withstand the normal handling associated with removal from the package, application to the patient, removal and reapplication, and the patient being moved. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated the flow rate (fr) on the arctic sun device was 0.7lpm. Their understanding was that the flow rate (fr) should be at least 1lpm. Confirmed that was accurate and explained relationship between heater capacity and flow rate (fr). They went into the room to troubleshoot, but it was very difficult, as the bedside nurse continually spoke over them and the charge seemed confused trying to listen to both of them at the same time. They were able to confirm system hours 3370, pump hours 635, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage, flow rate (fr) was 0.8lpm. Disconnected and reconnected pads using proper technique, and flow rate (fr) was dropped to 0.2lpm. They noted they have had some issues with leaking pads. Lot number of pads ngjvy602. Tried to walk through stopping and draining this pad and connecting a new one prior to placing on the baby, but it was unclear if they understood at the other nurse was speaking as well. Advised they could contact again if changing the pad did not resolve the issue and for them to hold onto the pad for investigation.